Event description:
Additional information received reported the reporter was unable to follow up for further information without any patient information being present. It was reported, "if I didn't mention a patient name, it was most likely a hypothetical question."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter revision was being performed as of the date of the report. The reason for the catheter revision was not known, but it was further noted that they were "authorized to revise the system". No dye study had been performed. The medication used within the system was unknown. Additional information has been requested, but was not available as of the date of this report.